Manufacturer narrative:
This is one event (death) for the same patient involving three separate products; associated mdrs 1225714-2014-03938,1225714-2014-03939 and 2937457-2014-00948.

Event description:
The plaintiff's attorney alleged the decent expired on (B)(6), 2010 after use of the product.